Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as an ¿infection¿. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and began treatment for the peritonitis with injection meropenem, 1 gram, every day for 21 days and injection vancomycin, 1 gram, every fifth day, duration not reported (routes not reported). On unreported dates, the patient was discharged from the hospital, the peritonitis was resolved and the patient was recovered. At the time of this report, dianeal therapy was ongoing. No additional information is available.